Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported migration could not be conclusively determined. The reported mr, fatigue, and dyspnea appear to be cascading events of the migration. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing mr to a grade of <1. On (B)(6) 2024, the patient returned to the hospital with shortness and fatigue. Imaging showed one of the implanted clips had partially detached from the posterior leaflet, causing mr to increase to a grade of 4. On an unknown date, mitral valve replacement was performed.